Manufacturer narrative:
The insulin pump was returned without a battery in the battery tube. However, the insulin pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump was received with minor scratches noted on the display window. Data analysis: unable to perform data analysis due to no insulin pump history was available in the history download; no data was available due to pump being returned without battery in the battery tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in an emergency room of a hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was in-stage renal disease - on dialysis, congestive heart failure and type 1 diabetes. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The caller stated that the hospital had removed the insulin pump after the customer passed. The insulin pump had been without a battery since then, since (B)(6).